Manufacturer narrative:
Additional narrative: part 04.503.830, lot 7877988: part manufacture date: december 22, 2014. Manufacturing location: (B)(4). The review of the device history record (DHR) revealed no nonconformances. The device history record shows this lot of ti matrixmandible subcondylar plate lambda was processed through the normal manufacturing and inspection operations with no rework nor relevant non-conformances noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. A product investigation was completed: a visual inspection of the ti matrixmandible subcondylar plate (right) shows the plate is bent/twisted, has heavy gouges and damage on several holes and one hole is broken through both walls. Hole 1 has a heavy gouge in the thread and countersink. Hole 2 is substantially damaged. The part is broken through the sidewalls of hole 2, such that the part is in two pieces. As a result of the damage few measurements can be made. The closest adjacent hole that does not have damage to the feature has been used to verify measurement conformance as all holes are made with the same tools and processes. Hole 3 is deformed such that outer wall of the hole is egg shaped. There is also a heavy gouge in the thread and countersink. Hole 4 is deformed such that the hole is out of shape. There appears to be thread and countersink damage. Hole 5 is bent upward. There appears to be thread and countersink damage. Hole 6 has thread and minor countersink damage. Hole 7 is bent downward and has major thread and countersink damage. The beam has heavy gouges and scratches and is deformed. This lot met all dimensional and visual criteria at the time of release for shipment with no issues documented that would contribute to the complaint condition, it has been concluded any damage, breakage, gouges/scratches or out of specification condition is due to damage occurred after the product left manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with a ti matrixmandible subcondylar plate lambda/right/1.0mm thick for fixing the mandibular joint protrusion base bone, and also 1.25 mm thickness dynamic compression plate(dcp) to fix the mandibular median part on (B)(6) 2017. The ti matrixmandible subcondylar plate lambda/right/1.0mm thick broke postoperatively on an unknown date. The revision surgery was performed on (B)(6) 2017 by using the 1.25mm thickness 12 holes plate which surgeon cut in half. The broken plate was removed from the patient¿s body. Patient¿s outcome reported as okay. This report is for one (1) ti matrixmandible subcondylar plate lambda/right/1.0mm thick this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: screw (part/lot unknown, quantity 7).